Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in increased intra peritoneal volume (iipv) and instructs the user to connect yourself only when connect yourself appears on the display screen. The guide also provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during initial drain. Technical service representative (tsr) explained the alarm to the caregiver (cg) and instructed them to cycle the power on the hc to clear the alarm. The cg would start over using new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.